Event description:
It was reported that on (B)(6) 2025 the artificial urinary sphincter (aus) device was explanted due to the cuff eroded through the urethra prior to device activation, it was also reported the cuff was too tight. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The visual inspection confirmed the cuff did not present any damage or abnormalities. The cuff was also analyzed, and it passed leakage test. The balloon returned and its visual inspection did not find any damage or abnormalities, the leaking and functional tests passed without any issue. The product analysis did not confirm any device malfunction. Based on review of all information available and analysis results, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that on (B)(6) 2025 the artificial urinary sphincter (aus) device was explanted due to the cuff eroded through the urethra prior to device activation, it was also reported the cuff was too tight. There were no patient complications.